Manufacturer narrative:
The device was returned to smiths medical. Device was then checked on a test lung and when it was disconnected there was no disconnect alarm. Could not duplicate customer issue. This ventilator is operating as intended. Device passed functional tests. DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
While in use with a patient, the vent became disconnected from the patient and no alarm sounded. Device was then checked on a test lung and when it was disconnected there was no disconnect alarm. No injury or death. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. Device was then checked on a test lung and when it was disconnected there was no disconnect alarm. Could not duplicate customer issue. This ventilator is operating as intended. Device passed functional tests. DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
While in use with a patient, the vent became disconnected from the patient and no alarm sounded. Device was then checked on a test lung and when it was disconnected there was no disconnect alarm. No injury or death. No patient injury was reported.